Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issues were encountered. A 12x90/8fr wallstent (tm) endoprosthesis stent was implanted to treat the lesion. However, it was noted that the middle part of the stent did not expand. The physician then advanced another cutting balloon to extend the unexpanded area of the stent. The procedure was completed with no patient complications reported and the patient's status was stable.